Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. During a transcatheter aortic valve replacement procedure (tavr), following the deployment of the valve, the physician elected to perform a post-bav due to a paravalvular leak (pvl). During retraction of the balloon, the balloon rode on the inner curve of the valve, caught on the outflow crown, and dislodged the valve by pulling it out of the annulus. It was noted that the patient was rapid paced during post dilation and prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 3 millimeters (mm) and the implant depth on the left coronary cusp (lcc) was 5 mm. Following valve dislodgment the implant depth onthe ncc was -20 mm and the implant depth on the lcc was -10 millimeters mm. After the dislodge, the patient then experienced wide aortic insufficiency and a drop in pressure; therefore, a non-medtronic (edwards) valve was implanted below the transcatheter valve. It was noted a 30-minute procedural delay occurred in result of the event. Per the physician, the dislodge was caused the retraction of the balloon and the wide aortic insufficiency was caused by the dislodge.

Manufacturer narrative:
Continuation of d10: product ID {{d-evolutfx-2329}}; product lot/serial number {{unknown}}; product type: {{0195 heart valves}}; implant date {{na}}; explant date {{na}} product ID {{non-medtronic baloon}}; product lot/serial number {{na}}; product type: {{ballon valvuloplasty}}; implant date {{na}}; explant date {{na}}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Second paragraph added h6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. During a transcatheter aortic valve replacement procedure (tavr), following the deployment of the valve, the physician elected to perform a post-bav due to a paravalvular leak (pvl). During retraction of the balloon, the balloon rode on the inner curve of the valve, caught on the outflow crown, and dislodged the valve by pulling it out of the annulus. It was noted that the patient was rapid paced during post dilation and prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 3 millimeters (mm) and the implant depth on the left coronary cusp (lcc) was 5 mm. Following valve dislodgment the implant depth on the ncc was -20 mm and the implant depth on the lcc was -10 millimeters mm. After the dislodge, the patient then experienced wide aortic insufficiency and a drop in pressure; therefore, a non-medtronic valve was implanted below the transcatheter valve. It was noted a 30-minute procedural delay occurred in result of the event. Per the physician, the dislodge was caused the retraction of the balloon and the wide aortic insufficiency was caused by the dislodge. Additional information was received that a pre-implant bav was performed using an 18mm non-medtronic balloon. The pvl and aortic insufficiency was moderate in severity.